Event description:
After an implantation period of approx. 13 months, ventricular undersensing was reported. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. Aside from a deformed rv shock coil, a bent fixation, and cuts, which were probably a result of the explantation process, no deviations from the technical specifications were found during the inspection that could be related to the clinical complaint. Especially the electrical analysis could be performed without problems. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.